Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article that a patient underwent a two stage revision due to infection one month postoperative and then underwent an irrigation and debridement procedure for seroma half a month after his final hip re-implantation. No medical data such as x-rays, surgical notes or any other case-relevant documents received no product was returned to zimmer biomet for in-depth analysis no product documentation was reviewed for investigation root cause determination using dfmea: infection due to unable to clean and/or sterilize head and adapter due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. Infection due to user error - compromised package sterility due to handling/transportation => possible: as handling of the product during transportation is not under zimmer biomet control, this cannot be excluded. Infection due to user error - surgeon resterilizes head and/or adapter => possible: it is unknown, if the product was resterilized although instructions for use are given with each product. Infection due to no or inadequate labeling - surgeon resterilizes head and/or adapter => not possible: all zimmer biomet products are labeled according to validated specifications. Infection due to inadequate assembly and pre-seating of adapter into head results in adapter dissociating during handling in the or - surgeon resterilizes adapter => possible: it is unknown, if the surgeon resterilized the product due to inadequate assembly. Therefore cannot be excluded. Infection due to user error - use of expired product => possible: as the lot number of the affected product was not shared, the manufacturing date of the product cannot be determined, therefore it cannot be excluded, that the surgeon used an expired product. Infection due to no or inadequate labeling - use of expired product => not possible: all zimmer biomet products are labeled according to validated specifications, product expiration date is visible on every implant with sterility expiration date. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: it is unknown, if the surgeon reused a single use device. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause for the dislocation cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The following journal article was received: mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal - on polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. From the article, it was reported that the patient was found with seroma and underwent irrigation and debridement and re-implanted; subsequently patient underwent second revision due to deep infection.